Event description:
It was reported that patient presented for remote follow-up. It was noted that right atrial (ra) lead exhibited failure to sense and failure to capture. It was also noted that the lead had dislodged which was confirmed via x-ray. The lead was explanted and replaced with new lead. There were no patient consequences.